Event description:
It was reported that the pump leaked from the reservoir port. The pump was explanted. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.